Event description:
Info received indicates the brake will set but bed can still roll.

Manufacturer narrative:
The technician found the bolts on the bracket connecting the brake hex rod were loose. He tightened the bolts to repair the bed.